Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came into the hospital for a ramp echo (combo malfunction and optimization) due to hematuria, an elevated lactate dehydrogenase (ldh) and an increase in bilirubin from last week. The hematuria resolved quickly and the patient's labs returned to baseline. The patient denied any recent power spikes and said they felt very well. The speed only adjusted during the ramp echo, and the patient's pump continued operating at 9000 rpm. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the reported event could not be determined. The pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. Hemolysis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.